Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level read "high¿; however, specific blood glucose (bg) value was not provided. The customer addressed their elevated blood glucose with a correction bolus via pump. The customer reset pump and resumed insulin therapy.